Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction occurred. Customer's blood glucose (bg) level was 523 mg/dl with a trace of ketones. Customer addressed bg level by administering a manual injection. Reportedly, the customer had manual injections as alternate insulin therapy.